Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels. Customer's blood glucose level was 402 mg/dl. Customer corrected with a pump bolus. Customer stated that they have a back-up plan. Customer has treated for their high blood glucose levels. Customer ran a manual prime and the insulin exited the tubing. Customer did not find a lake and pump settings were correct. Basal rates were recently changed by the customer's father. Customer does not have a tubing clamp available. Customer will be sent a tubing clamp and will call back to continue troubleshooting. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per hlth care professional's instructions. No additional info provided.